Event description:
During device evaluation, the colonovideoscope displayed an e216- scope communication error code. There was no patient involved.

Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. However, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.